Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The suture broke during the suturing process. Replaced with a new suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how was the bleeding treated? Was any transfusion necessary? - how much blood did the patient lost? Confirm the qty in cc. - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? --received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note((B)(4)), other information requested is unknown. The following information was received: after investigation, the patient underwent surgery in the hospital on november 10, 2025 (the specific patient's diagnosis and procedure name were unknown). The surgeon used vcp213h for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). The suture broke during the suturing. The surgeon immediately replaced it with a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. The event resulted in increased intraoperative blood loss (the specific amount of increased blood loss was unknown) and prolonged operation time (specific extension was unknown). No subsequent adverse event reports were received. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle, one suture in several pieces and one empty winding former were received for analysis. Product code vcp213h. During the visual inspection of the needle, the swage and attachment area were note to be as expected. The barrel hole was examined under magnification, and remnant of suture was found. The suture pieces were examined and the ends were noted to be cut likely by a surgical instrument. In addition, body fluids were noted on the strands. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.